Manufacturer narrative:
(B)(4).. Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was not able to verify the customer's reported issue. Visual inspection revealed power flex component jp4 was physically damaged. Pin 5 of jp4 was burnt. Due to power flex physical damage, ac adapter was not connected to prevent damage to the ac adapter. The service technician replaced power flex and unit passed all testing.

Event description:
The customer reported model palmtop revel is having intermittent external power. No further information was provided regarding patient involvement.